Manufacturer narrative:
Returned device analysis revealed on 12f direx steerable introducer sheath (67 cm long, 50 mm curve) that was within manufacturing specifications. The complaint report states that "the doctor did swap the balloon after the freeze as there was an error message about puncture or fluid leak. Hence why 2 cryo balloons were used and both are also being investigated. The doctor is unsure whether the air came from 1 of the 2x slo's, the direx, the cryoballoon or when contrast was pushed in". The following are the evaluation findings on the returned direx sheath: oscor disinfected the returned direx catheter sheath. The direx sheath was re-inspected and confirmed that is within specifications visually, dimensionally, and functionally. A 12f dilator was inserted and was withdrawn properly through the direx seal and sheath without any obstruction. The direx sheath was then scanned with the borescope camera throughout the ID and no defects were found (exposed wires, delaminated liner, etc.). The direx sheath looked clean. Two different arctic front balloon catheters (28 mm balloon diameter) were inserted one by one through the seal and lumen of the direx sheath and they passed unaffected, with the balloon intact, with each balloon catheter, the balloon was inflated after exiting the distal end of the direx sheath without a problem, then the balloon was deflated and the balloon catheter extracted out of the direx sheath, and then the balloon was inflated again after being out of the direx sheath without any problem or balloon rapture. Both balloon catheters stayed intact after the insertion and withdrawal from the direx sheath. Note from competitors product: "the labeling for the arctic front advance catheter specifically states that it si to be used only with the 12 fr flexcath steerable sheath and that using another sheath may damage the catheter or balloon segment." Conclusion: from the investigation above it can be concluded with great certainty that the problem did not come from the direx sheath in question. Oscor will retain the returned sheath intact and disinfected for further reference. Product analysis report (B)(4) was completed on (B)(4) 2013. No follow-up required, because it was concluded that the problem did not come from the direx sheath and this device was being used off label, and there were no indications that the product caused the adverse event; decision made by the persons signing this report. The event will be re-evaluated if additional information becomes available.

Event description:
Due to additional information received on (B)(6) 2013 the report has been updated. The customer reported "it was reported from the rep that they attended a case where the doctor was using a 12f direx with the cryo balloon. The pt went into cardiac arrest due to a large amount of air in the left ventricle. The pt survived thus far and is going to itu. "They were in middle of freeze and saw st elevation and bradycardia. Used fluoro to which showed a lot of air in left ventricle. Had to start compressions as went into cardiac arrest and resus team were called. Once pt was stable again, carried on with rest of procedure. Did swap the balloon after the freeze as error message about puncture or fluid leak. Hence why 2 cryo balloons were used and both are also being investigated". The doctor is unsure whether the air came from 1 of the 2x slo's, the direx, the cryoballoon or when contrast was pushed in. Pt status/intervention: pt experienced a large amount of air in the left lung ventricle and went into cardiac arrest. Pending further information on pt status. The pt survived thus far and is going to itu. CT was done on pt as pt seemed confused when awake and the air had gone to brain. As of (B)(6) 2013 pt now doing well."